Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6)) lost stimulation. Diagnostics indicated impedance readings within normal ranges and x-rays did not identify a migration. Reprogramming was attempted, but was unable to provide effective therapy. Surgical intervention was undertaken and the extension was explanted and replaced and effective therapy was restored. No further information is available at this time.